Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the reported failure could not be confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the bumper and suturing tests. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the large needle driver in use had random gripping force and needle loss occurred during suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following additional information regarding this event: the needle fell inside of the patient's anatomy and was retrieved during the same procedure. The procedure was completed with the same instrument. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.